Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to the mcu software was found to be corrupted on the digital board. The mcu software was re-loaded to resolve the report. It could not be established how the mcu software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.